Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('essure dislocated (near to perfurate her internal organs)') and multiple episodes of device breakage ('device breakage during insertion', 'essure fragmentation') in a (B)(6) year old female patient who had essure (batch no. 20224431) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced lower abdominal pain ("low abdominal pain"). In 2017, the patient experienced cramp in lower abdomen ("strong lower abdominal cramps"), visual impairment ("visual symptoms nos"), migraine with aura ("chronic cephalea with aura"), menorrhagia ("increased of menstrual flow, with clots and menstruation prolonged"), polymenorrhoea ("increased of menstrual frequency"), pain in extremity ("leg pain"), peripheral swelling ("leg swelling"), tremor ("tremors"), back pain ("lumbar pain"), pelvic pain ("pelvic pain"), feeling abnormal ("sensation of uterine perforation"), pain nos ("pain like twinge"), fatigue ("fatigue"), loss of libido ("lack of libido"), dyspareunia ("pain during and after sexual intercourse"), coital bleeding ("bleeding during and after sexual intercourse"), uterine inflammation ("uterine inflammation"), arthralgia ("joint pain"), mood altered ("mood change"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal liquid"), vaginal discharge ("vaginal secretion with odor"), general body pain ("generalized pain"), anxiety ("anxiety"), breast pain ("mastalgia"), nervousness ("nervousness"), vulvovaginal pruritus ("vaginal pruritus"), hypoaesthesia ("numbness nos") and stress ("stress"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), the first episode of device breakage (seriousness criterion medically significant) and the second episode of device breakage (seriousness criterion medically significant). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, cramp in lower abdomen, visual impairment, migraine with aura, menorrhagia, polymenorrhoea, pain in extremity, peripheral swelling, tremor, back pain, pelvic pain, feeling abnormal, pain nos, fatigue, loss of libido, dyspareunia, coital bleeding, uterine inflammation, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection, vaginal discharge, general body pain, anxiety, breast pain, nervousness, vulvovaginal pruritus, hypoaesthesia and stress had not resolved and the lower abdominal pain had resolved. The reporter considered adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, device dislocation, dyspareunia, fatigue, feeling abnormal, hypoaesthesia, intra-abdominal fluid collection, loss of libido, lower abdominal pain, menorrhagia, migraine with aura, mood altered, nervousness, pain in extremity, pain nos, pelvic pain, peripheral swelling, polymenorrhoea, stress, tremor, uterine inflammation, vaginal discharge, visual impairment, vulvovaginal pruritus, the first episode of device breakage, cramp in lower abdomen, general body pain and the second episode of device breakage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-rayon an unknown date: essure dislocated, in the eminence of perforate the internal organs; device fragmented. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('essure dislocated (near to perfurate her internal organs)'), uterine inflammation ('uterine inflammation') and multiple episodes of device breakage ('device breakage during insertion', 'essure fragmentation') in a 45-year-old female patient who had essure (batch no. 20224431) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced lower abdominal pain ("low abdominal pain"). In 2017, the patient experienced uterine inflammation (seriousness criterion medically significant), cramp in lower abdomen ("strong lower abdominal cramps"), visual impairment ("visual symptoms nos"), migraine with aura ("chronic cephalea with aura"), menorrhagia ("increased of menstrual flow, with clots and menstruation prolonged"), polymenorrhoea ("increased of menstrual frequency"), pain in extremity ("leg pain"), peripheral swelling ("leg swelling"), tremor ("tremors"), back pain ("lumbar pain"), pelvic pain ("pelvic pain"), feeling abnormal ("sensation of uterine perforation"), pain nos ("pain like twinge"), fatigue ("fatigue"), loss of libido ("lack of libido"), dyspareunia ("pain during and after sexual intercourse"), coital bleeding ("bleeding during and after sexual intercourse"), arthralgia ("joint pain"), mood altered ("mood change"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal liquid"), vaginal discharge ("vaginal secretion with odor"), general body pain ("generalized pain"), anxiety ("anxiety"), breast pain ("mastalgia"), nervousness ("nervousness"), vulvovaginal pruritus ("vaginal pruritus"), hypoaesthesia ("numbness nos") and stress ("stress"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), the first episode of device breakage (seriousness criterion medically significant) and the second episode of device breakage (seriousness criterion medically significant). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, uterine inflammation, cramp in lower abdomen, visual impairment, migraine with aura, menorrhagia, polymenorrhoea, pain in extremity, peripheral swelling, tremor, back pain, pelvic pain, feeling abnormal, pain nos, fatigue, loss of libido, dyspareunia, coital bleeding, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection, vaginal discharge, general body pain, anxiety, breast pain, nervousness, vulvovaginal pruritus, hypoaesthesia and stress had not resolved and the lower abdominal pain had resolved. The reporter considered adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, device dislocation, dyspareunia, fatigue, feeling abnormal, hypoaesthesia, intra-abdominal fluid collection, loss of libido, lower abdominal pain, menorrhagia, migraine with aura, mood altered, nervousness, pain in extremity, pain nos, pelvic pain, peripheral swelling, polymenorrhoea, stress, tremor, uterine inflammation, vaginal discharge, visual impairment, vulvovaginal pruritus, the first episode of device breakage, cramp in lower abdomen, general body pain and the second episode of device breakage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure dislocated, in the eminence of perforate the internal organs; device fragmented.. Amendment: the report was amended for the following reason: after company internal review the narrative was amended and the event uterine inflammation was considered a serious event for device . No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('essure dislocated (near to perforate her internal organs)'), uterine inflammation ('uterine inflammation') and multiple episodes of device breakage ('device breakage during insertion', 'essure fragmentation') in a 45-year-old female patient who had essure (batch no. 20224431) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced lower abdominal pain ("low abdominal pain"). In 2017, the patient experienced uterine inflammation (seriousness criterion medically significant), cramp in lower abdomen ("strong lower abdominal cramps"), visual impairment ("visual symptoms nos"), migraine with aura ("chronic cephalea with aura"), menorrhagia ("increased of menstrual flow, with clots and menstruation prolonged"), polymenorrhoea ("increased of menstrual frequency"), pain in extremity ("leg pain"), peripheral swelling ("leg swelling"), tremor ("tremors"), back pain ("lumbar pain"), pelvic pain ("pelvic pain"), feeling abnormal ("sensation of uterine perforation"), pain nos ("pain like twinge"), fatigue ("fatigue"), loss of libido ("lack of libido"), dyspareunia ("pain during and after sexual intercourse"), coital bleeding ("bleeding during and after sexual intercourse"), arthralgia ("joint pain"), mood altered ("mood change"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal liquid"), vaginal discharge ("vaginal secretion with odor"), general body pain ("generalized pain"), anxiety ("anxiety"), breast pain ("mastalgia"), nervousness ("nervousness"), vulvovaginal pruritus ("vaginal pruritus"), hypoaesthesia ("numbness nos") and stress ("stress"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), the first episode of device breakage (seriousness criterion medically significant) and the second episode of device breakage (seriousness criterion medically significant). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, uterine inflammation, cramp in lower abdomen, visual impairment, migraine with aura, menorrhagia, polymenorrhoea, pain in extremity, peripheral swelling, tremor, back pain, pelvic pain, feeling abnormal, pain nos, fatigue, loss of libido, dyspareunia, coital bleeding, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection, vaginal discharge, general body pain, anxiety, breast pain, nervousness, vulvovaginal pruritus, hypoaesthesia and stress had not resolved and the lower abdominal pain had resolved. The reporter considered adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, device dislocation, dyspareunia, fatigue, feeling abnormal, hypoaesthesia, intra-abdominal fluid collection, loss of libido, lower abdominal pain, menorrhagia, migraine with aura, mood altered, nervousness, pain in extremity, pain nos, pelvic pain, peripheral swelling, polymenorrhoea, stress, tremor, uterine inflammation, vaginal discharge, visual impairment, vulvovaginal pruritus, the first episode of device breakage, cramp in lower abdomen, general body pain and the second episode of device breakage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure dislocated, in the eminence of perforate the internal organs; device fragmented. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.